Event description:
Seven months after cochlear implant surgery, this pt's device was explanted due to several open electrodes. He was reimplanted with a new device during the same surgery. The device was analyzed and results indicate a product problem.